Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the pod data found the pod did not encounter any timeouts, drive stalls, and hazard alarms. The soft cannula was not observed to be bent or kinked. No problem was found. A leak test was performed on the pod and fluid was observed exiting the fluid path early from a tear in the exposed portion of the soft cannula. Due to the external nature of the soft cannula damage, the exact cause and timing of the cannula damage cannot be determined and the damage cannot be confirmed as the root cause of the user reported events.

Event description:
It was reported the patient's blood glucose level rose to 444 mg/dl. The pod was reportedly leaking while worn for between 37 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.